Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a surgical procedure the anchor broke during use. During intra-operative use, the surgeon confirmed no product-related fragments remained in the patient and proceeded with a backup product, resulting in approximately up to 15 minutes of surgical delay due to preparation. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.